Event description:
It was reported that during a device change out due to normal eri, fluoroscopy revealed externalized conductors on rv lead. The decision was made to explant the lead. During the laser lead extraction procedure a tear of the lateral vena cava occurred and...

Event description:
It was reported that during a device change out due to normal eri, fluoroscopy revealed externalized conductors on rv lead. The decision was made to explant the lead. During the laser lead extraction procedure a tear of the lateral vena cava occurred and the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.